Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between a line of a homechoice cassette and a transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain. The patient was connected at the time of the alarm. The patient stated they awoke to the alarm and discovered they were no longer connected to the cassette. The renal therapy service agent had the patient cycle power on the homechoice to clear the alarm and advised the patient to start therapy over with new supplies. The patient advised their transfer set had been replaced as a precaution following the event and they had been able to complete therapy normally. There was no patient injury or medical intervention associated with this event. No additional information is available.